Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. The lm reviewed the customer provided cds processes where information to judge deviation from the IFU was not identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: on (B)(6) 2024. Sampling from: the distal end section. Cfu: n. D. Bacterial identification: n/a. Sampling date: on (B)(6) 2024. Sampling from: the instrument/suction channel. Cfu: 0 cfu/ml. Bacterial identification: n/a. Sampling date: on (B)(6) 2024. Sampling from: the air/water channel. Cfu: 0 cfu/ml. Bacterial identification: n/a. Sampling date: on (B)(6) 2024. Sampling from: the auxiliary water channel. Cfu: 0 cfu/ml. Bacterial identification: n/a. The device was evaluated where additional potential adverse events were noted where foreign material was found in the air/water cylinder and channel and the distal end cover. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. Olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.". Instructions operation manual for gif/cf/pcf-190 series chapter 4, ¿operation¿ section 4.2, ¿insertion¿ ¿air/water feeding and suction¿ ¿air/water feeding¿. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for greater than one (1) colony forming units (cfus) of an unspecified microorganism and greater than 10 cfus of another unspecified microorganism. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and there was no detection of microorganisms. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.